Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000424, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take an x-ray during a procedure. At the time of the issue, the ias was undocked, the x-ray led on the mvs was green, e-stop was cleared. There were no visible indications or errors suggesting the system wouldn¿t take an x-ray. The site attempted to reboot the unit and swap to a different hand switch but was still unable to acquire an image. Eventually, they brought in a second imaging system, which successfully captured the x-ray in the operating room. Later, doug moved the original imaging system outside the operating room, undocked it, and was able to successfully take an x-ray. The rt involved was reportedly very experienced with stealth, and the team was unsure why the issue occurred in the operating room. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Suspected possible umbilical issue on 21st may. Again arrived on-site o 26th may. Inspected system, unable to duplicate issue, reviewed logs and noticed error about having issue locating imagers file, noticed that it looked like the site may have been using 2 different mobile viewing station (mvs)'s with one imaging acquisition system ias. Informed customer that they shouldn't do that; removed incorrect imagers file. Performed system checkout. System fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.